Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were 8 mm in diameter and were severly calcified. It was reported that the physician was unable to advance the aneurx delivery system through the pt's iliac arteries. The delivery system was removed and a 20 f dilator was used on one iliac artery and 8 mm and 9 mm balloons were used to dilate both iliac arteries. It was reported that the physician continued attempting to advance the delivery system for approx one hour but was unsuccessful. The pt was successfully converted to open surgical repair. No additional sequelae were reported and the pt is reported to be fine.